Manufacturer narrative:
The reported event of faulty header was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of the device image indicated device was within normal range of operation. Further analysis of the device header and connectors found no anomaly contributing to reported field event. Telemetry, impedance, and hv functions were normal.

Event description:
It was reported that during an implant procedure, the implantable cardioverter defibrillator was noted to have a suspected faulty header. No electrical issues were reported. The device was replaced to complete the procedure. No adverse patient consequences were reported.